Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer (be) that the external pulse generator (epg) displayed an error message and subsequently the rate and output could not be adjusted. Technical services (ts) provided assistance in resolving the issue by directing the be to press the unlock key, but the be was still not able to adjust the rate and output. Ts had the be measure the battery voltage, and it measured 6.2 volts. The battery was then replaced and the epg operated as designed. Ts explained the error and the potential cause. Ts had the be power down and power up the epg, and the error could not be duplicated. The epg was restored. There was no patient involvement.